Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.1 was failed, unable to recover, and a hard reboot of the machine was performed, but the issue persisted. A field service engineer (fse) replaced the retractor and the pyxibus module and verified proper functionality by performing diagnostic testing, which completed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 failed to open and could not be recovered; the machine was hard rebooted, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.